Manufacturer narrative:
All available information was investigated and the reported irregular appearance (abrasive scratch of the shaft) was not able to be confirmed via returned device analysis. Additionally, it was observed that there was a small peeling on the dc shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the returned device to analyze, a cause for the report irregular appearance and observed peeled dc shaft could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
During system preparation of a clip delivery system (cds) - xtw, a superficial scratch of the white coating on the delivery catheter shaft was noted. It was an abrasive scratch of the shaft, and the coating was intact with no peeling noted. It did not seem to compromise functionality. It was observed after the deairing step. The dc handle was retracted several times before identification of the issue. It was decided not to use the device and it was replaced with another xtw clip delivery system.